Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (non-functional response buttons) was confirmed. Upon investigation the rear response buttons were non-functional. The cause for the defective response buttons was an open connection in the response button cable. The rear response button trace was cut. The root cause for the cut cable could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that it had non-functional response buttons.